Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the there was an inop "speaker malfunction" error message on the mx40 and no sound being produced by the device. There was no patient involvement.